Event description:
During verification testing at the service center, the distal pressure sensor calibration had drifted out of tolerance.

Manufacturer narrative:
During testing it was found the device distal pressure sensor has drifted out of calibration. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.